Event description:
The recipient reportedly experienced an inflamed stitch at the implant site. The recipient was treated. Following treatment, the recipient presented with dehiscence in the skin which exposed the device and biofilm. The recipient's device was explanted. The recipient has healed.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The external visual inspection revealed silicone slices on he top cover and the electrode was severed along the lead prior to receipt. These are believed to have occurred during revision surgery. He device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.